Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastro-entero anastomosis, while on stomach, the device did not fire. After the surge on pushed the green button, the blue button on the powered handle was pressed to start the stapling, but the reload was unable to continue the stapling. The reload stopped, even after pressing blue button, it did not follow the stapling. Changed the stapler and reload to resolved the issue. There was no patient injury.